Manufacturer narrative:
The device associated with this report was used during the same procedure referenced in MFR. Report# 2032493-2023-00751. The product reported in this report is an exported device not cleared or approved for marketing in the us. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k)# k161367). Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Investigation conclusion the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. If the device or additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during embolization of a 1.43mm diameter vessel, the coil implant unintentionally detached in the microcatheter when being re-positioned for the fourth time. The coil was withdrawn along with a microcatheter and removed from the patient and was replaced with another coil to continue the procedure. However, the same incident occurred and second coil implant unintentionally detached in the microcatheter. The coil was removed and replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. This is report 2 of 2 and addresses the second coil.